Manufacturer narrative:
Exemption number e2015055. Approx 8 devices were received for evaluation; 8 events were confirmed during testing. Approx 7 devices were found to be affected by corrosion. Approx 1 device was found to have non-stryker repair and corrosion. Approx 2 devices were not available to stryker for evaluation. Approx 1 device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One was received for evaluation. The reported event was not confirmed; the device operated within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.